Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission after receiving patient notifier for the device at eri. The device reached eol within one day after eri. During last follow-up on (B)(6) 2016, the device had indicated 3.9-4.2 years to eri, however; the device triggered eri 2 months later on (B)(6) 2016 and then triggered eol on (B)(6) 2016. No adverse events occurred due to the low battery status. Device was explanted and replaced. Patient¿s condition was stable. Patient will continue to be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.